Manufacturer narrative:
Awareness date used as event date. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Dislodged stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Malpositioned stent is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract plus trabecular microbypass stent system procedure, the patient presented on postop day one (1) with a transient hyphema and the stent visible "against the cornea" in the operative eye. Per report, the hyphema self-resolved with the intraocular pressure (iop) "well-controlled", however the stent has fallen into the inferior angle. Through follow-up, the surgeon conferred with a medical expert who reported discussing the dislocated stent in the inferior angle, and ways to manage the stent's location. Additional information has been requested.